Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 (information identified in b5 was inadvertently left off of initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Information obtained identifies the procedure was therapeutic.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no was not confirmed but could not deny the possibility that the image was lost. The device evaluation found cable buckling and cloudy image due to internal flooding. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera head was producing no image. The issue was found during an unspecified procedure. The procedure was completed with a replaced device. There was no information indicating if the procedure was delayed. There were no reports of patient harm.